Event description:
During a procedure to place prodisc implants at l4-l5, the pt experienced a bleeder. Surgeon stopped the bleeder and believed it to be fixed. Pt was returned to the or for drainage of a hematoma.

Manufacturer narrative:
Implants remain in the pt. Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.